Event description:
I had a facial cosmetic radiofrequency procedure done by an esthetician, and it damaged my trigeminal nerve, causing paresthesia and dysesthesia that have not improved after 15 months.